Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. Intravascular ultra sound was performed. The 75% stenosed lesion being treated was located in the calcified and moderately tortuous mid right coronary artery. The 5.5/120/153 maverick xl balloon catheter was advanced to the target lesion for pre-dilatation when the balloon ruptured at 14 atm on the third inflation. The first and second inflations were also to 14 atm each. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)